Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A 6-hole lcp plate was noted to have pulled off the bone. Plate and screws were removed during revision surgery.